Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and no issue was detected with the grip and pitch cables.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 8mm monopolar curved scissors (mcs) instrument had a broken wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.